Manufacturer narrative:
Patient identifier not available from the site. Patient weight not available from the site. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the navigation system would not receive scans. Rep confirmed that scan had a nav tag. Manual transfer attempted without resolution. Performing another spin transferred successfully. There was no impact to patient. There was a reported delay to the procedure of less than an hour as a result of the reported issue.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is also being reported under part 803. Supplemental aro information is as follows: dose information not available. Estimated absorbed dose to patient based on unutilized radiation is = 12.5 msv (negligible). 1 - patient total number of people in or unknown. (B)(6). If information is provided in the future, a supplemental report will be issued.